Manufacturer narrative:
Product event (B)(4). Evaluation, result, conclusion: device discarded by user therefore analysis unable to be performed. (B)(4).

Event description:
During a check of the system in biomed the unit failed the routine testing. There was high output on setting coag 5. The unit was tested three times, once with the plasmablade device and twice without. The unit was plugged into a power strip the first two times and a wall outlet the last time. There was no change in test results.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.